Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to insulin flow block alarm. Customer¿s blood glucose was 14.5 mmol.l. It was also reported that screen was popping out and the screen top sticker was peeling off. It was unknown that whether the customer was using auto mode or not. The insulin pump will not be returned for analysis.